Manufacturer narrative:
The biomedical engineer reported that on the multigas unit was displaying the incorrect gas mixture. The oxygen concentration displayed on the nihon kohden monitor reads 19% when the clinical was giving the patient a 50% mixture. He also said the airway pressure wasn't accurate on the nihon kohden monitor. Nihon kohden technical support specialist sent the service manual to the customer. The failed device has been received by nihon kohden and is pending evaluation. The customer was given a loaner device. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that on the multigas unit was displaying the incorrect gas mixture. The oxygen concentration displayed on the nk monitor reads 19% when the clinical was giving the patient a 50% mixture. He also said the airway pressure wasn't accurate on the nihon kohden monitor.

Event description:
The biomedical engineer reported that on the multigas unit was displaying the incorrect gas mixture. The oxygen concentration displayed on the nk monitor reads 19% when the clinical was giving the patient a 50% mixture. He also said the airway pressure wasn't accurate on the nihon kohden monitor.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, customer stated that gas unit was reading incorrect oxygen concentration. The administered gas mixture was at 50% concentration, while the gas unit was reading 19%. Additionally, customer stated the displayed airway pressure was "inaccurate", however did not provide details on what the expected value was. Information regarding how device was use was not available. Service requested: repair. Service performed: evaluation. Investigation result: nka repair center evaluated the gas unit. The reported issue of inaccurate reading could not be duplicated. Extended testing shows device was operating per specification. Device was put into service on 1/10/2018. Service history shows this is an isolated service incident. Information regarding the environment, usage, maintenance of the gas unit was not available. Specifically: · water trap replacement frequency · gas settings on bedside monitor. For example, if the screen layout on the bedside monitor is set to fixed mode, are the parameter settings properly configured? · verification of proper connection for the water trap and sampling line · are the gas units positioned at a permanent location or frequently moved? · if frequently moved, is the multi-link connection cable next to the grounding terminal securely seated with two screws tightened? · are there any bents on the exhaust gas tube? · does the bacterial filter, where the exhaust tube is connected to, conform to 0.2 micrometer pore size? · are the units stored in high humidity locations? · is there adequate space behind the unit for the fan to operate properly? · are there any units placed vertically? If so, did customer orientate the water trap according to manual's instruction? Due to insufficient information available, the root cause of the reported issue could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.